Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown dose of an unknown concentration of both morphine and bupivacaine via an implantable infusion pump for chronic low back pain, lumbar spinal stenosis, and lumbar radiculopathy. It was reported that the patient has had her pump revised on several occasions. No symptoms were mention and no other information was known at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.